Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s901usqs8gza1, hardware: sm-s901u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported insulin leaking while wearing a pod on the arm for longer than 48 hours at the time medical attention was sought. On (B)(6) 2026, the patient sought medical care due to high blood glucose levels (reported as greater than 500 mg/dl), dehydration, weakness, fatigue, and vomiting. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with fluids and insulin. The hospital stay lasted two days, with discharge on (B)(6) 2026. The patient alleged that the pod may have contributed to the dka event.